Event description:
The customer reported via phone call that she lost her insulin pump in her home. Customer is currently off pump therapy due to having issues with the pump previously. Customer's blood glucose was over 400 mg/dl. Customer was having high blood glucose and just removed the pump. Customer cannot find the pump and it has been several months since she lost it. Customer had been having highs about 2 days before she removed it. Customer mentioned that she had a head injury about 9 years ago.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.